Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain which occurred during therapy while connected to the homechoice device. The patient was directed to go to the hospital however it was not reported if they were hospitalized for the event. The cause of the abdominal pain, treatment for the event, and the patient¿s outcome were not reported. Action taken with pd therapy was not reported. No additional information is available.